Event description:
During device preparation, the tacticath se gave an ¿intended for single use¿ error when it was connected to the tactisys. The device was replaced with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r